Event description:
Ous MDR - after an implantation period of about 3 months, oversensing with inappropriate therapy was reported. As all measurements of the lead were in range, the physician cleaned all lead connectors and the header during the revision procedure. One day later the patient received inappropriate shocks again. The physician decided to replace the system. Apart from the shocks no further adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos1. The device was implanted for 3 months and 111 charging cycles were recorded to the device memory. The memory content of the device was inspected. During analysis of the available iegm noise was observed in the right ventricular channel, confirming the clinical observation. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be flawless. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. Next, the ability of the device to deliver therapies was verified. The anti bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached.